Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2013 at 07:23:48. The event occurred during drain cycle six and the fill volume was 2400ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of cmplnt (B)(4). The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause could not be determined. If any additional relevant information is received, a supplemental report will be submitted.